Event description:
I had lasik in 2005 by dr. (B)(6) in (B)(6). I remember him saying that my corneas were just thick enough for the procedure and that I was in luck. I had never been told about post lasik ectasia. In 2015, I started noticing some night halos, occasionally. In 2016, I noticed a decrease loss of vision, but tried to ignore it. (B)(6) 2015, my last official eye exam showed that I had 20/30 vision, which was my normal. (B)(6) 2011, I was diagnosed with post lasik ectasia at the (B)(6) eye institute in (B)(6) and confirmed by the (B)(6) eye institute. My vision is now 20/200 in the right and 20/100 I the left. Glasses barely correct and not at all at night. I struggle even with sclerals and only can wear for about four hours. I still have halos and starbursts at night. I can't drive at night and as I am mobility impaired from an accident in 2011. I am extremely limited with my activities with the added loss of vision. I have developed major anxiety attacks since my diagnosis. I also am suffering from dry eye symptoms as a result of the ectasia.